Event description:
A customer reported via webform that a ¿replace sensor¿ error message was received on the 10th day of wearing the adc device therefore, no glucose readings were unable to be obtained. As a result, the customer became hypoglycemic and experienced a seizure and/or a loss of consciousness, and required treatment of sugar, juice, and/or food by a third party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.